Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was admitted in the hospital due to a urinary tract infection. It was unknown if the infection was device related.